Event description:
Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a cystic mass was noted in the left hip and solid masses were noted in the right hip. The cystic mass on the lateral area of the left hip measured 4.3 x 3.5 x 2.6cm. The solid mass on the anterior area of the right hip measured 4.3 x 4.2 x 1.7cm. The solid mass on the posterior area of the right hip measured 4.4 x 2.5 x 2.6cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from dr. (B)(6) regarding patients enrolled in a (B)(6) clinical study. Please see attached abstract titled ¿prevalence and predictors of pseudotumor and elevated metal ion levels following large-diameter head metal-on-metal total hip arthroplasty¿. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02303 / 02304).

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(4). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a cystic mass was noted in the left hip and solid masses were noted in the right hip. The cystic mass on the lateral area of the left hip measured 4.3 x 3.5 x 2.6 cm. The solid mass on the anterior area of the right hip measured 4.3 x 4.2 x 1.7 cm. The solid mass on the posterior area of the right hip measured 4.4 x 2.5 x 2.6 cm. These findings were found due to follow up testing. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 8 mdrs filed for the same patient (reference 1825034-2013-02303-1/02304-1 and 05228/05233).